Event description:
Reportedly, on 13-february-2025, the transmitter no longer connects to the server despite moving the sim card and restarting the transmitter.

Manufacturer narrative:
Review of the subject return device did not reproduce the reported event. After a few sim card repositioning , the smartview connect is able to connect to the server and to communicate normally. Analysis of the log did not show any trace of the reported event. The most probable hypothesis is that the sim card positioning is responsible for the smartview connect not being able to connect to the server. No general malfunction is suspected with the subject device. This case is retained and utilized for trend purposes.